Event description:
It was reported (1) hdh05 was used during an unknown procedure. It was reported by the rep that the device only worked intermittently with luke handpiece. Opened another device to complete the case. There was no consequence to patient.